Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided d6: d6a. If implanted, give date: unknown d10: concomitant medical product: unknown biomet screw, lot: unknown e1: additional initial reporter information: unknown / not provided g4: premarket identification: unknown / not provided h4: device manufacturer date: unknown / not provided since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Patient reported having 2 biomet implants in 2013. One of them had a screw that broke and remained inside the implant. Patient referred great discomfort with the fractured implant. Implant remains in patients mouth.